Manufacturer narrative:
Device evaluation: the complaint issue was described as turned on and got an image, then squiggly lines and then a black screen. The customer's complaint was verified. During the service process, it was determined that the customer's reason for return was caused by a defective cable. The customer cable was just previously replaced on (B)(6) 2025 for card edge contamination. It's highly recommended that the customer reviews their handling/sterilization methods to ensure they are following approved karl storz protocols. Also, the customer ccu receptacle should be evaluated for corresponding contamination that could also cause future image stability issues or accelerated wear on the newly replaced camera cable card edge. Replacing the cable should address the customer's reason for return. The cause of the issue was determined as defective cable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the customer tried to turn on the unit that came from the repair and got a black screen". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).